Event description:
It was reported that during use of the bd max¿ enteric parasite panel, a false negative cryptosporidium patient result was obtained. An iron hematoxylin stain showed both giardia and cryptosporidium. Reference laboratory confirmed presence of both giardia and cryptosporidium using a different pcr assay. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref. 442960) from lot 4194189 was performed by the review of manufacturing records, retain material testing and by the complaint¿s history review. Customer complained about one specimen which tested positive for the giardia target and gave a suspected false negative result for the cryptosporidium (crypto) target. According to the customer, two other verification methods (hematoxylin stain and a different pcr assay) gave positive results for both the giardia and crypto targets. Review of the manufacturing records of bd max¿ enteric bacterial panel assay indicated that the lot 4194189 was manufactured according to specifications and met performance requirements. The retain material of bd max enteric parasite panel assay from lot 4194189 was tested and the results were as expected. Despite multiple attempts made to receive information, no data was available for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric parasite panel assay lot 4194189. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device type: pch a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric parasite panel, a false negative cryptosporidium patient result was obtained. An iron hematoxylin stain showed both giardia and cryptosporidium. Reference laboratory confirmed presence of both giardia and cryptosporidium using a different pcr assay. There was no report of patient impact.